Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
(B)(4) analysis evaluated 1 opened or used reservoir. The reservoir, snap cap, and septum were inspected for anomalies. There were none were found. Ran occlusion test per (B)(4) as follows reservoirs filled with diluent, and connected to a new infusion set. A reservoir and connector were installed into a 5xx pump. A manual prime was performed on the insulin pump. Fluid flowed through the infusion set and out the catheter tip. It was concluded that the reservoir was not occluded.

Event description:
It was reported that the customer was unable to push insulin through their reservoir. It was also reported that their was an occlusion. Customer's blood glucose level at the time was between 100mg/dl and 150mg/dl. No additional information was provided.